Manufacturer narrative:
This report was changed from a serious injury to a non adverse event. The involved sidestream etco2 adapters and the non-philips airway adapter connectors were returned to philips for additional evaluation. The returned adapters show the stuck connectors as reported. One of these was not able to be removed, but others could be separated. The separated connectors could be re-inserted and removed with no difficulty. There was no indication that these samples are distinct from expected for this part. The IFU for this device ((B)(4)) does not limit the types of airway adapters that this philips etco2 adapter can be utilized with. It gives no instructions on the insertion force needed to connect the etco2 a connector to the adaptor. The risk analysis (fme) document for these products was analyzed. There was an entry for hypoventilation due to patient secretions and it was judged as acceptable. There was an entry for connector failure and it was judged as acceptable. The device was in clinical use at the time the issue was discovered. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. There was no allegation that the malfunction of the device would be a factor in a death or serious injury, should the malfunction recur. The available information does not support that the reported problem would be difficult to detect; an airway adapter connector failure to disconnect would be easily identified by a trained clinical professional. Appropriate actions would be taken per hospital protocol. The reported issue is readily detected and poses minimal risk to patient safety. No replacement airway adapters ordered, or shipped to the customer¿s site. The returned airway adapters were scrapped after the evaluations were completed. Given that this issue has been reported from only two institutions worldwide, philips is considering that this issue was caused by over-insertion of the non-philips adapter into the etc02 connector. The data that is available does not support that there was a design or labeling inadequacy. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that an incident (desaturation) occurred while a m2772a airway adapter set-ht was in use. It has not been confirmed yet that the device did malfunction or may have been contributing factor the patient's desaturation. Therefore, we are reporting this incident.